Event description:
Pt was admitted to the hospital in 2008, for low oxygen saturation and discharged home in 2009. Treatment the pt received is not known. The pt was using an everflo oxygen concentrator at the time of the event and the caregiver called 911 because of a change in condition of the pt. The pt had another source of oxygen in the home but it was not used. According to the information received, the caregiver and emt stated the device was not alarming at the time of the event. The homecare dealer retrieved the device from the pt's home and during check out at the homecare dealer's location the device was found to be alarming per specification. The device was then returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was evaluated by the manufacturer and results indicate the unit alarmed appropriately per specification for low pressure. Investigation determined the cause of the failure to be intermittent sticking to the pilot valve inside the solenoid valve assembly. The solenoid valve assembly was replaced and the device was tested and performed to specification. Device labeling indicated oxygen generated by this concentrator is supplemental and should not be considered life supporting or life sustaining. Where the prescribing healthcare professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use.